Manufacturer narrative:
The calibration recoveries are valid. Qc recovery is within expected ranges. The alarm trace shows a high frequency of sample short alarms. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer provided questionable results for 10 patient samples tested for either tacrolimus or troponin t run on a cobas 6000 e 601 module. Based on the data provided, the troponin t results for 7 patient samples are a reportable malfunction. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. Based on a review of the alarm trace data between (B)(4) 2018, no issues were identified. On (B)(6) 2018 (after the event) there were multiple sample short alarms produced. On (B)(4) 2018 the field service engineer (fse) visited the customer site where the entire sipper syringe mechanism was replaced. The sipper nozzles were re-positioned, however, there were no major issues with their positioning. The customer has not had any further issues with troponin t results.